Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. Two target nodules were planned for biopsy. Tissue samples were successfully obtained from the first nodule in the left upper lobe lingular segment. However, the patient's blood pressure dropped, and hemodynamic compromise occurred due to a tension pneumothorax. A chest tube was immediately placed, resolving the hemodynamic instability and tension pneumothorax. The second target nodule was not biopsied, and the procedure was halted. A chest x-ray confirmed the pneumothorax, necessitating hospitalization. The physician concluded that the pneumothorax was likely due to the target nodule's proximity to the pleura and not related to the ion system. The physician also indicated that the complication would have likely occurred via another modality. There was no device malfunction associated with the event.

Manufacturer narrative:
The system logs are not available for review.